Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 50.3 cm was returned for analysis. External insulation abrasion was noted at 47.0-48.0 cm from the tip electrode, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that the asymptomatic patient presented in the operating room for device change out due to normal eri. Insulation anomaly was observed. Lead was explanted and replaced.